Event description:
It was reported the patient had a refill performed on (B)(6) 2015 and started to develop withdrawal symptoms the next day. The patient felt they were going through withdrawals and felt the pump was not restarted after the refill procedure. Underdose symptoms reported were; abdominal cramping, diarrhea, diaphoresis and increased pain. The patient had a personal therapy manager (ptm) and was getting confirmation that the boluses were being delivered appropriately. The patient was advised to go to the emergency department (ed). The patient called back later reporting they felt a little better and did not want to go the ed unless their symptoms worsened. The patient called back on (B)(6) 2015 and reported they were worse and going to the ed. The patient was seen by the manufacturer representative and their pump was interrogated. There were no malfunctions noted and the pump was infusing medication. A possible catheter issue was noted, but the reported was unsure at the time of report. The patient was seen in their hcps office on monday ((B)(6) 2015) and the drug was aspirated. The reservoir volume was confirmed and correct. The patient was given a bolus per hcp to see if their symptoms improved. The patient was sent for x-rays of the system and was given oral morphine until x-rays and further studies were confirmed. On (B)(6) 2015, the patient returned to the ed for symptoms of allergic reaction. The patient had hives, swelling and increased pain. In the ed, the pump was turned to minimum rate. The patient was seen again in their hcps office on (B)(6) 2015 and was given medication for potential underdose and their oral morphine was discontinued. It was also reported the patient was treated with oral morphine until a dye study was performed. A dye study was completed on (B)(6) 2015 and no abnormalities were seen. The catheter was patent, no tears, kinks, nor disconnections were noted. The pump study was normal. The medication was withdrawn from the pump and the pump was refilled. The medication was sent to the lab for analysis. The pump was restarted and the patient was receiving medication. The pump was used to deliver morphine. The outcome of the event was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).